Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with antibiotics. However, the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on feb 16, 2017.